Event description:
It was reported that the patient experienced chest pain in the middle and right side of the chest while the stimulation was turned, when the physician increased the pulse rate from 4.5 to 4.8. The pain subsided when the stimulation was turned off. The voltage was decreased on the left side. The patient was seen a week later, and reported pain in the right side of the back in the thoracic area. No changes to programming were noted. A week later, the patient had a botox injection, which resulted in less pain. The patient reported no "seizure-like episodes". No changes were made. Two weeks later, the patient noted painful contractions in the left forearm and left foot. No changes were made to programming. The patient was going into swimming courses. Several months later, it was reported that the entire system was scheduled to be replaced. X-rays revealed that the connector had been pulled down approximately 3 inches from behind the ear into the next region, and the lead was fractured and there were problems with the impedances. No patient outcome was reported. Reference manufacturer's report #3004209178200903788.

Manufacturer narrative:
(B) (4)